Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient has cancer. Additionally, the patient's anatomy was tortuous and has not been dilated prior to stent placement. During the procedure, the stent was attempted to be deployed within the common bile duct; however, it would not deploy. The device was removed from the patient and another wallflex biliary rx partially covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. Based on the investigation results, which indicate that the inner shaft is broken, this is now considered a reportable event.

Manufacturer narrative:
Patient is over 18 years old. The reported issue of inner shaft break. A visual examination of the returned device revealed that the distal handle had been fully retracted and the stent had been fully deployed. No issues were noted with the profile of the deployed stent. The clear outer sheath was kinked at 98mm proximal to the distal end of the outer sheath. The yellow inner member jacket had moved 45mm proximal to the reconstrainment band. During a functional analysis, the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. The inner shaft was kinked at several locations along its length. The inner shaft was removed from the outer sheath and the yellow inner member jacket and it was noted that the inner shaft was detached at 259mm proximal to the distal tip which is at the skived area. The distal handle had been fully retracted indicating that the outer sheath had not been moved distally, so that it was flush with the tip for removal of the device. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.